Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to cardiovert a patient (age & gender unknown) for the third time, the device recognized the attached adult electrodes as pediatric electrodes. Complainant indicated that the clinician obtained another device, using the same electrode pads, to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing which included bench handling, cardioversion stress testing, and defib cycle testing without duplicating the reported malfunction. The device's analog board was replaced as a precaution. The device was recertified and returned to the customer. The multifunction cable and onestep complete pads that were being used at the time of the reported event were not returned for evaluation. The customer did communicate that the pads worked on another device. No trend is associated with reports of this type.